Event description:
It was reported that the device indicated elective replacement (eri) about 10 months earlier and a charge circuit time-out was noted. The patient was lost to follow-up and had an episode of ventricular fibrillation (vf) - which was self-limiting - subsequent to the charge circuit time-out. It was also reported that the patient had experienced inappropriate therapy in the past, due to the right ventricular lead oversensing t waves. The patient was seeking a second opinion and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed t wave oversensing which led to inappropriate detection and therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.